Event description:
A cgm error was reported by the caller, who experienced an issue identified as error 42 with their cgm device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, there was no recurrence of the cgm error code.